Event description:
Customer reporting false negative reactions with the 0.8% selectogen cells lot vs748 cell# 2 with 1 sample that had previous history of anti-e. Problem description: issue started on: (B)(6) 2014. Cell #2 ((B)(6) - affected: e+ cell). Methodology used: provue/gel method. Incubation time (for manual test only): 15min. Reaction grade obtained: negative. Customer was expecting: positive reaction. Test repeated: yes. Result obtained by repeating: negative after 15 mins incubation using manual gel method. Customer stated sample was tested on (B)(6) 2014 with selectogen lot vs748 and abs was reported negative by provue. Because of previous history of antibody, panel ID using 0.8% resolve panel a confirmed anti-e with sample (2+ rxn). Customer daily qc testing was performed and acceptable. Ocd discussed biological variability of donor and patient's plasma. Customer is requesting replacement of current lot of screening cells ((B)(6) sets. Replacement sent via customer service.

Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, product support investigation, donor history and complaint review based on donor history. Sample was not returned to ocd for further investigation. (B)(4).